Event description:
The patient reported they had a cortisone injection of their of their sacroiliac (si) joint because of pain. Patient also reported previous nerve damage and hospitalization for esophagus being plugged with food and inability to swallow, and when asked, the patient was unclear if it was related to their nevro stimulator for pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).